Event description:
In 1989, pt augmented with cox uphoff double lumen prosthesis bilateral. 2001 - pt contacted this office complaining of pain, discomfort and hardness of breasts. More discomfort on right. Pt is right handed. 2002 - pt underwent bilateral capsulectomy with implant removal. Both implants were removed intact. Right implant ruptured by dr after implanted. Saline wasn't apparent in either implant - gel capsules intact. Pt augmented with mentor saline implants bilaterally. Implants given to pt and friend per their request.